Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 400 range (mg/dl), 105 mg/dl, and 236 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 422 mg/dl, 229 mg/dl, and 177 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.